Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105 and 204) was confirmed.. As received, the monitor failed incoming testing. Upon evaluation, there was contamination on the j1002 jumper and multiple components were shorted on the defibrillator board. The cause of the service codes is the contamination and shorted components. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed service codes 105 and 204.